Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the turp (transurethral resection of the prostate) procedure of patient the product "bipolar mtp loop electrode 24/26fr (sterile), ref. (B)(4)- karl storz" was opened and presented a rupture during use. Due to this occurrence, it was necessary to retrieve a second unit from the pharmacy in order to complete the procedure.". No negative impact in state of health reported.